Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6), 2007.according to the complainant, post-procedure, the patient presented with unspecified complications.according to the physician's office, the patient has not been seen since 2007 (date unknown). However, when the patient attended the follow up appointment, no complications were reported.all other information is unknown and unavailable.